Event description:
Additional information from the patient reported their stimulation sensation come and goes, but when they feel it, it's too high.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that a step taken to resolve overstimulation /uncomfortable stimulation and lack of therapy was to c hange the settings. The doctor ordered x-ray, connection needs to be redone.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that the leads were reconnected in (B)(6) 2016 after the x-ray confirmed the leads were disconnected.

Event description:
Additional information received from the patient reported that they are feeling uncomfortable stimulation. It was stated that they were trying to reduce stimulation intensity but were not able to as the patient programmer (pp) would not power on. However, once the batteries were replaced it turned on normally. Stimulation was then lowered from 4.0v to 3.7v, and noted that they would not know if it helped until later because they only felt the strongest stimulation when they lay in bed or sit in a chair since implant on (B)(6) 2016. It was then reiterated that they had a lack of therapy, and that they had an x-ray to see if the "wires came loose" with no results yet. Follow up with the healthcare provider (hcp) is to be conducted.

Event description:
The patient reported that they were all of sudden having terrible experiences at night and were just drenched since the week prior to the report. It was indicated that the patient did not feel stimulation, and therapy was on program 4 at 3.8v. During the report the stimulation was increased to 4.3v. The patient noted that they could feel stimulation, and were going to try that setting. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.